Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis verified the unresponsive touch screen and dead spot on the screen. The links electronic modules board failed incoming tests and the hard drive failed to reload software.

Event description:
It was reported there are "dead spots" on the screen. Pen and screen do not respond; it is the screen and not the pen. The programmer was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.